Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips authorized service provider (asp) conducted an onsite inspection and noted that the 24v output from the fan tray was absent. It is determined that the issue was caused by a defect in the fan tray. To resolve the issue asp replaced the fan tray and dcps and return the part for further analysis and power supply found defective. Philips also implemented the correction. After repair, the system returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.